Event description:
It was reported that high capture threshold was observed on the right ventricular lead. All other measures were normal. The patient recently had his dose of amiodarone increased. Programming changes were made. Patient is in stable condition.